Manufacturer narrative:
Issue was solved by replace pressure sensor assembly from our stock. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: alarm self test failed .technical event:233004.technical event:233001.technical event:232002 . No patient involvement.